Event description:
"The dr placed cable wire tension band and cannulated 3.0 mm screw. Then when closing cable wire "broke". Broken cable was removed and replaced. There was no adverse consequences to the pt.